Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On unknown date, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using an afx device. On (B)(6) 2021, a reintervention was performed and gore® excluder® aaa endoprostheses were implanted into the afx device to treat a distal type I endoleak and a type iiib endoleak of the afx device. On unknown date, in october 2022, a computed tomography angiography revealed an unknown endoleak, possibly a proximal type I endoleak or a type iiib endoleak, at the same location. On (B)(6) 2022, a reintervention was performed to treat the endoleak. During the treatment, an angiography revealed that there was no type iiib endoleak of the excluder; however, revealed a possible proximal type I endoleak of afx or a possible type iiia endoleak between the excluder and afx device. To treat it, a cuff was implanted for a proximal extention. The endoleak was resolved. The patient tolerated the procedure. The physician stated that he did not think there was any endoleak on the final angiography at the time of the excluder placement. He suspected a possible type iiib endoleak of the excluder before the reintervention. However, the operative angiography confirmed that the endoleak was not a type iiib endoleak of the excluder. The endoleak was a proximal type I endoleak of the afx or a type iiia endoleak with the afx and the excluder main body. Reportedly, the most proximal implanted device was afx before the reintervention on (B)(6) 2022. Then the cuff was additionally implanted to extend proximally.

Event description:
The physician confirmed the aneurysm enlargement (unknown amount) and endoleaks, however, the cause of endoleaks was not suggested. There was nothing in patient¿s anatomy caused or contributed to event. The patient tolerated the procedure.

Manufacturer narrative:
B5: event description was updated. H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. The physician confirmed the aneurysm enlargement (unknown amount) and endoleaks, however, the cause of endoleaks was not suggested. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.